Event description:
As reported by our french affiliates, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, during inflation, the commander delivery system balloon burst and blood was seen in the syringe. The valve was fully deployed. As per additional information provided, the balloon burst at the end of the inflation. The valve alignment was performed in a straight section of the anatomy. No actions were taken, there was no difficulty withdrawing the delivery system, and no injury or complication occurred. No contributing factors or root cause were stated.

Manufacturer narrative:
The investigation is ongoing.